Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The fse replaced special seal, he regulator assy, and tubing-regulator to correct the issue. Helium leak test was performed. Unit passed all functional and safety tests and was cleared for clinical use.

Event description:
Na.